Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Patient's lead was replaced which resolved the issue.